Event description:
The customer contacted beckman coulter inc( bec) in regards to unicel 600 dxc synchron chemistry analyzer leaking hardware failure. The customer reported that there is liquid on the top of the capped samples, which affected sodium sample integrity. The result was submitted out of the laboratory; however, patient treatment was not impacted. Field service engineer found that vacuum line was clogging up with particles from rubber caps causing debris to come off, clogging the vacuum line. The customer has been reusing the pierced caps causing debris to come off, clogging the vacuum line. Fse cleared the vacuum line and advise customer not to reuse the pierced caps. No further leaking cap piercer complaint filed as of (B)(6) 2011.